Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported the immediate dental implant placed in ada site 27 in the mouth did not achieve osseointegration in type iii bone. The implant was torqued manually to 40 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Lot number was not provided by customer. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported the immediate dental implant placed in ada site 27 in the mouth did not achieve osseointegration in type iii bone. The implant was torqued manually to 40 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).